Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), product type catheter; other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), ubd: 05-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient who was receiving 2000mcg/ml lioresal at 1200.5mcg/day via an implantable infusion pump for spasticity. It was reported that there was no cerebrospinal fluid flow at a normal pump replacement so the catheter was replaced as well. The issue was resolved at the time of the report. The patient's status was noted as "alive-no injury." No further complications were reported.